Event description:
This patient coded during implant and CPR was performed. Patient was sent to rehab where she was lifting herself. Later they found the lead to be dislodged, so it was turned off until it could be explanted. This lead was replaced on (B)(6) 2013.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent destructive analysis indicated that these damages were caused by over rotation of the inner coil without a completely inserted stylet. No further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, the inner coil of this lead was found to be deformed. This damage affected the active fixation mechanism. No sign of a material or manufacturing problem was present.